Event description:
The customer reported that the 840 ventilator had blank upper display. Malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to swap the upper and lower displays to verify if problem continues. If the problem continues, replace the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).